Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called in after receiving an insulin occlusion alert shortly after starting on the ilet. The patient reported they were not receiving insulin while announcing breakfast. The agent instructed the patient to disconnect from the cannula and attempt to fill the tubing, then assisted with a complete supply change, which the patient was able to perform successfully. The patient was using a contact/detach 23"-6mm infusion set and noted no leakage or abnormalities with the supplies. The patient also mentioned that the battery was low and was being charged. Blood glucose levels were affected during the event, reaching a high of 228 mg/dl for approximately 30 minutes. No backup therapy, ketone testing, or professional medical intervention was required, and no immediate health effects were experienced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.